Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose had been running high and that he did not know he was not receiving his insulin because he did not receive any alert. The blood glucose reading was 410 mg/dl. Nothing further was reported.